Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #4l; cat# 5516f401; lot# ayx6r. Titanium plate triathlon s5; cat# 5536b500; lot# ctd11546. Titanium patella-asymmetric; cat# 5552-l-350; lot# ajy3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to infection. Poly only was replaced, all other components were retained from the initial procedure.